Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report stating pentax model ed-3490tk/(B)(4) cultured positive after sampling performed on (B)(6) 2018. The sampling performed on (B)(6) 2018 yielded a total of 20 cfus comprised of the following 1 isolate: negative rods - lysobacter species. The duodenoscope was received by pentax medical for evaluation on 03-oct-2018. The duodenoscope was reprocessed and resampled in accordance with pentax medical procedures. The resampling performed by pentax medical on (B)(6) 2018 yielded no growth.